Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 217 mg/dl. The customer air bubbles are in reservoir and tubing. The customer stated the pump was rewound with a reservoir in place. Customer was advised to change infusion set. The customer was assisted with purging out all the air bubbles in the reservoir and the tubing.